Manufacturer narrative:
There is no indication of any system or component failure. All components remain implanted and in use and were only repositioned during the procedure to provide better usability for the patient.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Patient had participated in a trial phase with nalu prior to the implant and agreed that the implantable pulse generator (ipg) would be implanted in the lower back area with the leads targeting the lumbar and medial branch nerves. After having the permanent system placed and using it for several months, the patient reported some difficulties in placing the external therapy discs in a way to achieve consistent communication due to the location of the ipg in the lower back. Patient requested to reposition the ipg to a slightly higher location to provide better usability of the system. Surgical revision was performed on (B)(6) 2024 to reposition the existing components only.